Manufacturer narrative:
The reported event of difficulty in loosen the setscrew during eri explantation was confirmed. Analysis using sem spectroscopy indicated the substance inside the setscrew inset contains elements consistent with elements commonly found in body fluid and septum debris. Analysis also suggested body fluid allowed to get into the setscrew insets through the septum that were already damaged from incorrect torque wrench insertion during the implant procedure. Electrical and mechanical tests indicated normal device functionality. There were no device anomalies found that would have contributed to the issues reported from the field.

Event description:
It was reported that the patient presented for routine generator change out procedure. During the procedure, as the physician was attempting to loosen the setscrew to retract the lead pins from the header, some of the silicone from the septum broke apart and got stuck inside the setscrew and prevented the wrench from engaging the setscrew. The physician had to dig out the impacted silicone, and then was able to loosen the setscrew successfully. The patient was stable throughout the procedure.